Event description:
It was reported the customer experienced elevated blood glucose levels. Customer began vomiting and had ketones. Troubleshooting was performed and pump passed delivery system check. Customer is working with her health care professional on the reported issue.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.